Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ revision due to disassociation due to the liner not properly being seated. Poly wear was discovered intra-operatively. Update rec'd 5/16/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and inflammation. There is no new additional information that would affect the outcome of the investigation. Update 4/24/2015- pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated a loose liner and dislocations. There was no mention of disassociation as previously stated. The femoral head is being added to the complaint. The complaint was updated on:5/18/2015.